Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving dilaudid (12 mg/ml at 0.849 mg/day), bupivacaine (4 mg/ml at 0.28 mg/day), and clonidine (100 mg/ml at 7.07 mcg/day) via implantable pump for non-malignant pain. It was reported that the patient feels that the refill date information on their personal therapy manager (ptm) was worthless. They stated that is the information they are going off of and every time the patient goes into their healthcare provider (hcp) for a refill, there is typically 4-5 ml of medication left in the pump. The called felt that they were wasting too much medication and wanted to know how they can get a better estimate of when they need to refill the pump. Patient services reviewed information and redirected them to their hcp to discuss. The caller stated this had been going on since they got the ptm.